Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "but the right side was a little problem". The patient's medical history included multi gravida, parity 2 and pregnancy test urine negative. Concurrent conditions included body mass index normal. In 2011, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ right side of pelvis"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems/blurry"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient had essure inserted. Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, pelvic pain, vaginal discharge, vision blurred, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy noted: essure insertion date as per mr is (B)(6) 2011. The number of expanded coils that appeared trailing into the uterine cavity was 1 in both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation (uterus)'). In an adult female patient who had essure (batch no. 880426), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "but the right side was a little problem". The patient's medical history included: multi gravida, parity 2 and pregnancy test urine negative. Concurrent conditions included: body mass index normal. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ right side of pelvis"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems/blurry"), fatigue ("fatigue") and alopecia ("hair loss"). And was found to have weight increased ("weight gain/loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, pelvic pain, vaginal discharge, vision blurred, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy noted: essure insertion date as per mr is (B)(6) 2011. The number of expanded coils that appeared trailing into the uterine cavity was 1 in both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Amendment: the report was amended for the following reason: case was upgraded, the event uterine perforation was considered serious. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "but the right side was a little problem". The patient's concurrent conditions included body mass index normal. In 2011, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ right side of pelvis"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient had essure inserted. At the time of the report, the uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received. Case is incident. Previously reported event injury was replaced with new events ¿ perforation (uterus), abnormal bleeding (general), bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), pain/ right side of pelvis, vaginal discharge, vision/eye problems, fatigue, weight gain / loss specify which one: weight gain, hair loss, but the right side was a little problem¿ were added. Reporter, demographics, medical history, lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.